Event description:
A report was received that the patient was experiencing shocking sensation at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing shocking sensation at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was not holding a charge.

Event description:
A report was received that the patient was experiencing shocking sensation at the ipg site. The patient will undergo a revision procedure.